Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent recurrent left scrotal hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017. It was reported that the patient underwent recurrent left inguinal hernia repair surgery and removal of the mesh on (B)(6) 2017. It was reported that the patient experienced severe pain, dense adhesions, disfigurement, seroma, mesh migration, scarring, nausea, chills, inflammation, loss of appetite and weight loss. The patient had a previous two mesh implanted on (B)(6) 2014 which is captured in separate files. No additional information is provided.